Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 38mm in length target lesion was located in the moderately tortuous and calcified, 2.5mm in diameter left anterior descending artery. A 38 x 2.50 promus premier drug-eluting stent was advanced for treatment, but failed to cross the lesion and the stent struts were found to be lifted. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 38 x 2.50mm stent delivery system catheter was returned for analysis. A visual examination of the stent found damage. Stent struts from the proximal end were noted to be lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 38mm in length target lesion was located in the moderately tortuous and calcified, 2.5mm in diameter left anterior descending artery. A 38 x 2.50 promus premier drug-eluting stent was advanced for treatment, but failed to cross the lesion and the stent struts were found to be lifted. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.